Event description:
Customer reported via phone call to have received a no delivery alarm while attempting to prime. Customer's blood glucose was 121 mg/dl. After troubleshooting and three infusion set change and three reservoir set change, customer was able to resolve no delivery with reservoir change. Customer was advised that infusion sets and reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.